Manufacturer narrative:
The hospital bio-engineer evaluated the device and found that the camera was loose and hanging by the cables. The maquet field service technician (fst) replaced the camera and returned the device to service. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of patient when the event occurred. The investigation is ongoing and the result will be included in a follow-up report.

Event description:
The customer reported that the camera was loose and was hanging by a cable. The failure was found during testings prior to use, and there were no patient involvement nor injury reported. (B)(4).

Manufacturer narrative:
Despite several reminders to the field, the manufacturer was not able to gather all necessary information in order to conduct this investigation

Event description:
Factory reference number: (B)(4).